Event description:
It was reported that the health care professional complained that the quick look percent pacing of zero was confusing with inaccurate diagnostic. The atrial sensing was decreased to reduce battery drain. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.